Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and battery compartment had crack in the insulin pump. Customer's current blood glucose value was 352 mg/dl and the blood glucose was 600 mg/dl at the time of incident. Troubleshooting was performed. The customer had visited in emergency room and was hospitalized on (B)(6) 2018 evening. The blood glucose value when admitted to hospital was 600+ mg/dl. The customer complained about hyperglycemia. Customer wearing the pump at time of hospitalization. The product was returned for analysis.

Manufacturer narrative:
Unit passed the delivery accuracy test. Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit received with minor scratched lcd window, cracked case (battery tube) and cracked retainer.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
Customer reported via phone call that they experienced high blood glucose level and the battery compartment had a crack in the insulin pump. Customer's current blood glucose value was 352 mg/dl and the blood glucose was 600 mg/dl at the time of incident. Troubleshooting was performed. The customer had visited an emergency room and was hospitalized on (B)(6) 2018 vening. The blood glucose value when admitted to hospital was 600+ mg/dl. The customer complained about hyperglycemia. Customer was wearing the pump at the time of hospitalization. The product was returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.